Event description:
Upon insertion, resistance was met and when they pulled the device out, the guidewire was bent and a piece of the catheter was missing. The patient was taken to the or for removal of the catheter (captured in (B)(4)). It was reported the patient "was ok" and had no further complications.

Manufacturer narrative:
Qn#(B)(4) the customer returned one endurance device for evaluation. Signs of use in the form of biological material were found in the catheter and cannula. Visual inspection of the device revealed the needle was bent. The packaging that the device was shipped in was damaged, which indicates the damage to the needle most likely occurred during transport to the morrisville facility. After failing functional testing (see below), visual analysis revealed that the guide wire was not deploying as intended; therefore, the body of the device was opened to determine the cause. It was identified that the guide wire was pinched between the bottom of the guide wire slider. Two bends were also observed near the proximal end of the guide wire, and a kink was observed near the distal end of the guide wire. Additionally, a large amount of biological material was observed both inside the cannula and on the guide wire body. The kinks in the guide wire measured 36 mm, 275 mm, and 285 mm from the distal tip. The total length of the guide wire measured 12.0625" which is within specifications of 12.045-12.203" per the guide wire product drawing. The guide wire distal ball-point outer diameter measured 0.00905" which is within the specification limits of 0.0080-0.0105" per the guide wire product drawing. The inner diameter of the needle cannula measured 0.014" which is within the specification limits of 0.0135" - 0.015" per cannula product drawing. The guide wire slider was functionally tested per IFU which states, "retract the guidewire slider to the 2 cm mark." The guide slider was able to move freely; however, the guide wire would not deploy when the slider was fully retracted. Upon opening the device, it was determined that the guide wire was pinched between the bottom of the guide wire sliders. The needle and guide wire were removed from the device. A long pin gauge was inserted into the cannula to remove the accumulation of biomaterial, and the guide wire was soaked in water to remove excess biomaterial. After this was done, the guide wire was able to pass through the needle with minimal resistance. Given that the guide wire was able to pass with minimal resistance once the biomaterial was removed, and both the guide wire and cannula met all relevant dimensional requirements, it is unclear whether the spring wire guide encountered resistance due to the build up of biological material in combination with undue force applied by the user, or if this is a manufacturing/assembly issue. Therefore, the root cause of this complaint cannot be determined based on the customer report and the returned sample. A device history record review was performed, and no relevant findings were identified. The report that the guide wire was difficult to advance/deploy was confirmed through complaint investigation. Visual and functional analysis confirmed that the guide wire was kinked and would not advance through the needle cannula. There was also a large accumulation of biological material inside the cannula and on the guide wire body. It is unclear whether the guide wire kinked due to a build-up of biomaterial within the cannula or if this occurred due to a manufacturing issue. Based on the customer report and the sample received, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Upon insertion, resistance was met and when they pulled the device out, the guidewire was bent and a piece of the catheter was missing. The patient was taken to the or for removal of the catheter (captured in 9680794-2021-00657). It was reported the patient "was ok" and had no further complications.